Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and another similar complaint was found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # 708578 h3 other text : lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, pupil block and elevated intraocular pressure. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
Additional information: additional information about returned product evaluation: dimensional inspection found that the lens measurements were within specifications. (B)(4).

Manufacturer narrative:
Corrected information: (B)(4). Additional information: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens haptic torn/ broken/ bent/ deformed. (B)(4).